Event description:
Info received indicates there is no motor function from the left intermediate siderail unless the siderail is raised.

Manufacturer narrative:
The tech found fluid ingress into the siderail ucm board and the siderail cable was damaged. The tech replaced the ucm board and cable to repair the bed.